Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected initial reporter title. Evaluation summary: (B)(4): helix disengaged from helical channel, full lead was returned for analysis. Outer tubing overlay breached cut. Tip seal observation, with blood noted on the outer tubing overlay and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported, approximately three months post implant procedure, the lead required repositioning due to a high pacing threshold. It was further reported during the revision procedure, helix retraction was successful; however, extending the helix was unsuccessful. Therefore, this lead was explanted and replaced with a same brand lead. Patient's outcome post follow-up procedure indicated satisfactory condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Corrected evaluation conclusion code, adverse event flag, patient outcome. Evaluation summary: (B)(4): helix disengaged from helical channel, full lead was returned for analysis. Outer tubing overlay breached cut. Tip seal observation, with blood noted on the outer tubing overlay and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): helix disengaged from helical channel, full lead was returned for analysis. Outer tubing overlay breached cut. Tip seal observation, with blood noted on the outer tubing overlay and helix mechanism; the analyst noted that the helix will not extend due to being over-retracted.